Event description:
Healthcare professional noted patient developed sudden pain right breast.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, black particles and underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken posterior side assessed as an unidentified (tear) opening. The events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, seroma-late. (B)(6).

Event description:
Healthcare professional reported "product has ruptured and is around breast and armpits", "swelling and discomfort", "right breast much larger and firm to touch", "marked infolding of the implant surface and internal echoes with peri-prosthetic fluid which appears to be originating from the implant", "axillary nodes in the right axilla demonstrate silicone", "appearance is consistent with extracapsular spread", "free fluid", "rupture", "silicone has leaked into armpit and lymph nodes and can't move arm." The device has been explanted. Right side.